Event description:
It was reported that during a da vinci-assisted supraglottic laryngectomy procedure, the permanent cautery spatula had a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer-reported complaint. The instrument was inspected and found no damage to the spatula tip. Additionally, the instrument was found to have the plastic proximal clevis broken. A broken piece was missing as a result of breakage. The size of the missing piece is approximately 0.197¿ x 0.2¿. The instrument was found to have a frayed pitch cable at the distal clevis hub and a broken conductor wire at the weld. The instrument was found to have thermal damage to the proximal and distal clevis, yaw pulley and conductor wire cap.